Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that the surgeon encountered breakage of the threads.

Manufacturer narrative:
Samples received: 1 unopened and 1 opened pouches. There are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in (B)(4). We have received one open and used suture with a piece of broken thread and a closed sample we have tested the knot pull tensile strength of the closed sample received and the result fulfills the requirements of the european pharmacopoeia (ep): 2.02 kgf (ep requirements: 0.97 kgf in average and 0.48 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of (B)(4) specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.